Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19nov2020.

Event description:
The philips international service engineer (fse) reported a touchscreen failure on a v60 ventilator. The philips international service engineer (fse) evaluated the device and confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The service technician replaced the touchscreen. The reported issue was reported to be fixed.